Manufacturer narrative:
One used stone extractor was received. The clear shrink tube was separate from the catheter noting the shrink tubing was accordion on one end indicating the device was caught on a device of undetermined origin and pulled the shrink tube off the basket sheath. Excessive force has caused this to occur.

Event description:
The clear plastic at the tip came off and had to be fished out of the pt's ureter. Another stone extractor was used to remove the clear plastic sheath. No harm to pt.